Manufacturer narrative:
A field service engineer (fse) replaced the sample probe during the investigation before the whole machine was replaced with a new one. A direct root cause is unknown as the instrument was replaced.

Manufacturer narrative:
The elecsys hcg+beta reagent lot number is 77493001, and the expiration date is 30-jun-2025. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+beta result from the cobas e 411 analyzer (rack system). The initial result was 11.4 miu/ml, and the repeat result was 165.7 miu/ml. The repeat result from another e411 was 158.9 miu/ml. The questionable result was repeated after the doctor complained that it did not match the patient's clinical status.